Manufacturer narrative:
Note: product reference (B)(4) is not cleared in USA, but it is similar to the product reference (B)(4) cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was discarded and not available for evaluation. X-ray examination: the review of x-rays picture taken just after implantation ((B)(6) 2015) shows that the catheter does not appear to have been correctly positioned on the port exit cannula during the implantation procedure. Conclusion: the disconnection of the catheter, observed six months after the device implantation, is probably due to incorrect connection of the catheter to the port by user. No corrective action is envisaged.

Event description:
On (B)(6) 2015: implantation of the access port system without difficulties. On (B)(6) 2016: catheter disconnected from the port.

Manufacturer narrative:
The additional information concerning the patient, received after the first medwatch report, does not changed the conclusions of the investigation.